Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an unrelated issue. Upon interrogation, the atrial lead exhibited noise, which led to inappropriate mode switches. Other electrical measurements were normal. No intervention or patient symptoms were reported.